Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient has experienced times when they were without their controller and the stimulation shut off. The patient then noted that on the friday prior to the report, they were without their controller and the stimulation remained on. It was explained that the controller does not need to be directly next to the patient for stimulation to remain on. The patient was told to follow-up with their managing physician if this continued to happen. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their ins did not turn off (this information contradicts the initial allegation). No further complications were reported.